Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was complaining about muscle spasms around the pacemaker site. The device was interrogated and measurements were normal, however the chest x-ray showed that the right atrial (ra) lead had dislodged. It was further reported that the ra lead was successfully repositioned. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was complaining about muscle spasms around the pacemaker site. The device was interrogated and measurements were normal, however the chest x-ray showed that the right atrial (ra) lead had dislodged. The patient has been scheduled for a ra lead revision, but the lead remains in use. No further patient complications have been reported as a result of this event.